Event description:
It was reported that bd insyte autog bc needle retraction was slow. The following information was provided by the initial reporter: the safety device on all bd insyte auto guard bc 20 ga x 1.16 in, lot numbers 4170685 and 4177941, 4222174 have safety devices that are slow to engage. When the button is pressed while the needle is still in the catheter the device does not retract or is slow to retract once you remove the needle from the catheter. Event date: (B)(6) 2024. Any adverse event or serious injury reported to patient or healthcare professional? No.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. Additional lot number was provided in this complaint for material number 382534. Lot # 4170685 mnf date 2024-06-18exp date 2027-05-31 and lot # 4222174 mnf date 2024-08-09 exp date 2027-07-31.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of slow retraction was confirmed from one of the videos that were provided for investigation; however, the root cause of the reported issue could not be determined. One photograph, two videos, and six representative and two used physical samples were provided for investigation. One video showed a 20g insyte autoguard bd device and the needle fully retracted 5.5 seconds after the safety mechanism had been activated, which exceeded the specification for needle retraction. It could not be confirmed that the IV catheter had been loosened from the needle, which may have been a potential contributing factor of the reported issue. The product IFU states, "hold the catheter hub and rotate the barrel 360-degrees to loosen the catheter tubing from the needle." The lot number of the sample in the video was unknown. A functional test of the physical samples from lot#: 4222174 showed no damage or defects. Due to a trend of slow retraction complaints, a CAPA was opened to address this issue. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.